Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 00801804001, item name: femoral head, lot number: 60900920. Item number: 00630506040, item name: trilogy liner, lot number: 60871525. Multiple MDR reports were filed for this event, please see associated reports: 2648920-2015-00352.

Event description:
It was reported patient underwent hip revision approximately seven years post-implantation due to elevated ion levels and metallosis. During surgery it was noted that the liner showed signs of accelerated wear and slight effusion of the hip joint. The head and liner components were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The femoral head and liner had been returned for review. The femoral head has scrapes and discolored area on the outside surface. The female taper of the femoral head had dark debris on the surface. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.